Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noted. It was reported that the patient showed up for ambulatory pump removal and noticed that the bag containing the ambulatory pump was wet and fluid leaking from it. According to the report the chemotherapy medication did leak on the patient. However, "no skin irritation noted and no complications so far". The physician was informed, and the patient was instructed to dispose of clothing and to shower once at home. No reported adverse effect.